Event description:
The customer reported the ventilator alarmed during normal ventilation operation due to a vent inop pressure regulation high occurrence. The customer reported the ventilator was in use on a pt, but there was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the customer contacted manufacturers product support engineer (pse). The pse advised the customer that the motor controller board and data acquisition bard maybe faulty and may need replacement. The biomedical engineer stated that he could not duplicate the reported problem and part was replaced. The unit passed all applicable testing and the unit is now back in service.